Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported image error could not be reproduced/confirmed and the root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the eves eus ultrasound bronchofibervideoscope showed an error in the image during reprocessing. The intended procedure was completed. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additional evaluation findings were as follows: due to a dent on distal end, water tightness is lost, and the image guide bundle has a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.